Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 4 of 5. The home patient (hp) stated she had disconnected from the machine and reconnected. The baxter technical service representative (tsr) explained the alarm and had the hp close all the clamps and then cycle power to clear both the se 2240/2367 alarm. They advised them to discard the supplies and either start over with new or finish with manuals. The call completed and the hc was okay. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient did disconnect prior to the alarm or observed air. Proper disconnect procedures were not used. The patient did reconnect. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. Proper procedures per the user manual were reviewed with the reporter. The hp discarded the supplies and it was unknown how they would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set.the label review found the labeling adequate for the use error in this complaint.